Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") and device expulsion ("has migrated in uterus and not fully removed") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("has migrated in uterus and not fully removed" in 2022) and device ineffective ("device ineffective"). The patient had a medical history of cholecystectomy in 2021, migraine in 2016, appendectomy in 2010 and endometriosis, dysmenorrhea, smoker, laparoscopy (scar tissue excision r/t appendectomy), eyeglasses wearer, syncope (due to orthostatic hypotension), seizures (last episode10 years ago), kidney infection, gerd, gastric ulcer, depression, anxiety, anemia, dysfunctional uterine bleeding, leg pain, fever chills, breast tenderness, breast mass, hematuria, vaginal discharge, abdominal pain, pelvic pain female, vomiting, headache, allergic reaction to analgesics, confusional state, vertigo and photophobia. Previously administered products included: plantago spp., iron and oral contraceptive nos. The patient had a family history of blood pressure high. Concomitant products included zofran [ondansetron hydrochloride], minerals nos;vitamins nos, plantago spp. And melatonin. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("status post hysteroscopic tubal occlusion - she is pregnant after that"). In 2022 she experienced device expulsion (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). Pregnancy related information: retrospective report. Last menstrual period was on (B)(6)2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device expulsion, medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no status post hysteroscopic tubal occlusion - she is pregnant after that. Reviewed ph with most recent pregnancy estimated delivery date (B)(6) 2016. She had had her office hysteroscopic tubal occlusion done (B)(6) 2015 this would put her 3 week gestation. One week status post potential ovulation. Hysteroscopy at that time showed easy placement of the coils and no complications and endometrial abnormalities. She tells me she had been on ocp and had been good about taking it regularly. Clearly not a failure of the essure, and she had been adamant about careful ocp use at that time. She may well have occlusion at this time and she is very much keen on not getting pregnant again, counseled re need for + hsg again, which she has missed a number of times. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2022: essure has migrated in uterus and not fully removed. [Pathology test] on (B)(6) 2022: specimen: right and left fallopian tube final diagnosis a. Left fallopian tube, salpingectomy: fallopian tube with fimbria, no significant histopathologic abnormality. B. Right fallopian tube, salpingectomy: fallopian tube and fimbria, with paratubal cysts. Gross description:"left fallopian tube": a 2 g ligated fallopian tube with fimbria measuring 6.5 x 0.5 x 0.5 cm. "Right fallopian tube": a 3 g, 2 segments of ligated fallopian tube with fimbria measuring upon reconstruction 6.0 x 0.5 x 0.5 cm. [Pregnancy test urine] on (B)(6) 2016: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event partial expulsion of device and complication of device removal added. Event pregnancy with essure added. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") and device expulsion ("has migrated in uterus and not fully removed") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("has migrated in uterus and not fully removed" in 2022) and device ineffective ("device ineffective"). The patient had a medical history of cholecystectomy in 2021, migraine in 2016, appendectomy in 2010 and endometriosis, dysmenorrhea, smoker, laparoscopy (scar tissue excision r/t appendectomy), eyeglasses wearer, syncope (due to orthostatic hypotension), seizures (last episode10 years ago), kidney infection, gerd, gastric ulcer, depression, anxiety, anemia, dysfunctional uterine bleeding, leg pain, fever chills, breast tenderness, breast mass, hematuria, vaginal discharge, abdominal pain, pelvic pain female, vomiting, headache, allergic reaction to analgesics, confusional state, vertigo and photophobia. Previously administered products included: plantago spp., iron and oral contraceptive nos. The patient had a family history of blood pressure high. Concomitant products included zofran [ondansetron hydrochloride], minerals nos;vitamins nos, plantago spp. And melatonin. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced pregnancy with contraceptive device ("status post hysteroscopic tubal occlusion - she is pregnant after that"). Essure was removed on (B)(6) 2022. In 2022 she experienced device expulsion (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device expulsion, medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Status post hysteroscopic tubal occlusion - she is pregnant after that. Reviewed ph with most recent pregnancy estimated delivery date (B)(6) 2016. She had had her office hysteroscopic tubal occlusion done (B)(6) 2015 this would put her 3 week gestation. One week status post potential ovulation. Hysteroscopy at that time showed easy placement of the coils and no complications and endometrial abnormalities. She tells me she had been on ocp and had been good about taking it regularly. Clearly not a failure of the essure, and she had been adamant about careful ocp use at that time. She may well have occlusion at this time and she is very much keen on not getting pregnant again, counseled re need for + hsg again, which she has missed a number of times. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2022: essure has migrated in uterus and not fully removed. [Pathology test] on (B)(6) 2022: specimen: right and left fallopian tube final diagnosis. A. Left fallopian tube, salpingectomy: -fallopian tube with fimbria, no significant histopathologic abnormality. B. Right fallopian tube, salpingectomy: -fallopian tube and fimbria, with paratubal cysts. Gross description:"left fallopian tube": a 2 g ligated fallopian tube with fimbria measuring 6.5 x 0.5 x 0.5 cm. "Right fallopian tube": a 3 g, 2 segments of ligated fallopian tube with fimbria measuring upon reconstruction 6.0 x 0.5 x 0.5 cm. [Pregnancy test urine] on (B)(6) 2016: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2472 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2472 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.